Manufacturer narrative:
(B)(4). The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. An abscess is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 the patient underwent procedure for percutaneous endoscopic gastrostomy (peg) with jejunal (peg-j) tube placement. The patient started having stomach cramping, belching and passing flatus after arriving home on (B)(6) 2017. On (B)(6) 2017 the patient was admitted to the hospital for spasms in his stomach, abdominal pain,dehydration and gas. The patient had a second endoscopies procedure and they located (2) two abscesses and placed (2) abdominal drains. One abscess was near the liver and the other was near the entry of the peg j tube. Atrial fibrillation was identified while in the hospital and converted back to normal sinus rhythm without treatment. The patient was placed on antibiotics unasyn, bactrim, augmentin. The culture of the drains showed klebsiella and citrobacter.